Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: 1068974 (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18638362, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient developed infection at the ipg site. Symptoms included pain, redness and discharge. The patient was hospitalized and intravenous antibiotics were administered. The patient underwent an explant procedure. The physician does not believe that the infection was device or procedure related. The physician attributed infection to patient being a smoker thus wound does not heal well. The patient was reportedly recovering well.